Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels between 290-490mg/dl and moderate ketones. Manual injections were administered, a correction bolus was delivered and water was consumed to address the bg and ketone levels. The customer would change their pump supplies or only their infusion set to resolve the occlusions but the occlusions continued after the supply changes. A system check was performed with the current supplies and the pump performed as intended. The customer disconnected their infusion set tubing from their site and performed a 5 unit bolus to further verify the pump functionality and an occlusion alarm was announced. The customer reported that manual injections would be used for insulin therapy.